Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2017 and on (B)(6) 2017, several measurements of the right ventricular coil continuity failed and inductive telemetry error messages were displayed. Some measurements were performed using different display languages and others with different position of the programming head. Preliminary analysis revealed that the failure of the tests was due to fast telemetry errors.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017 and on (B)(6) 2017, several measurements of the right ventricular coil continuity failed and inductive telemetry error messages were displayed. Some measurements were performed using different display languages and others with different position of the programming head. Preliminary analysis revealed that the failure of the tests was due to fast telemetry errors.